Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for suction issue as no objective evidence has been provided to confirm any alleged deficiency with the port/catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 5616000 implantable port experienced a suction issue. This report was received from one source. There was one patient involved with no patient consequences. The patient is a (B)(6) year old female weighing (B)(6) pounds.